Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number(B)(4) reason for original complaint - asr revision, asr resurfacing (left), reason(s) for revision: alval / soft tissue reaction. Update - marked as legal and added kid number. Taken from (B)(6) email dated 31st october 2014. (B)(6). Update - switched around the manufacturing and expiry dates for the head so they are now correct. On 20th nov 2014. Manufacturing date for head - 30-jun-2006. Expiry date for head - 26-jun-2011.

Event description:
Asr revision. Asr resurfacing (left). Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint - asr revision. Asr resurfacing (left). Reason(s) for revision: alval / soft tissue reaction. Update - marked as legal and added kid number. Taken from (B)(6) email dated 31st october 2014. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr resurfacing (left). Reason(s) for revision: alval / soft tissue reaction . Update - marked as legal and added kid number. Taken from kennedys email dated 31st october 2014. (B)(4). Update - switched around the manufacturing and expiry dates for the head so they are now correct. On 20th nov 2014. Manufacturing date for head - 30-jun-2006. Expiry date for head - 26-jun-2011. Update 2nd dec 2014: rec'd update from kennedys - implant date (B)(6) 2007, additional hospital.